Event description:
Correction: the physician is reportedly trained in the use of the starclose se device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty and atherectomy interventional procedure. Reportedly the device did not deploy properly. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The patient was reported to have a scarred and mildly calcified common femoral artery with prior arteriotomies at the target groin. Per the starclose se instructions for use, precautions: do not deploy the clip in areas of calcified plaque.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4) - patient selection. Per the instructions for use under precautions- do not deploy the clip in areas of calcified plaque.